Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, a review of the device logs indicated that the multifunction cable was not connected to the CPR adaptor, which likley was not recognized by the end user. The 30j test was performed immediately after confirming that the device could discharge when all the criteria is met. The device is back in service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.